Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information is available at this time. The reporter has declined to provide allergan with further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported to have had a patient (seen by another hcp on the shift), who presented occlusion in the lip 1 day post lip filler treatment with juvéderm ultra¿. The hcp did not wish to administer hylase®, as per the facility protocol on allergies. The patient had a known allergy. The patient was given hylase® at the hospital under medical care there and was resolved.